Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user did not observe drops during the fill tubing step and noted liquid on the outside of the cartridge, appearing to leak from the plunger end; a new cartridge was used, the change was completed, and insulin delivery resumed. Symptoms included no adverse clinical effects, with blood glucose reported as 175 mg/dl. Outcomes included no injury, no medical intervention beyond replacing the cartridge, and no alarms. Investigation included troubleshooting and user education by guiding the user through the supply change to restore therapy. Investigation of this case revealed evidence of a cartridge leak consistent with leakage from the plunger area, with no visible external damage reported. It was concluded that the event involved a leaking cartridge and that therapy was restored after replacement.